Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the breakages happened both during use and before use on the patient, and two products 8307 (lot #: sebbd) and ep8755 (lot #: slbcbl) please clarify: when was the product 8307 (lot #: sebbd) needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. When was the product ep8755 (lot #: slbcbl) needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-07132.

Event description:
It was reported that a patient underwent a coronary bypass procedure on (B)(6) 2023 and suture was used. Before the vascular anastomosis surgery in the coronary bypass, the suture is breaking apart from the needle and thread connection point. The breakages happened during use and before use on the patient. An attempt was made to solve the problem with another brand of suture, but there was no problem. There were no adverse patient consequences reported. Additional information has been requested.